Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. It was reported that the thrombus was sent to pathology and the pathology report indicated a foreign material in the thrombus that was described as gelatinous and with a matrix structure. However without the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that the mynx sealant was misdeployed intravascularly following a procedure where the device was used for femoral artery closure by a physician trained to the use of the mynx. The vascular surgeon who reportedly removed the sealant described the specimen in the pathology report as a "gelatinous matrix." There was no information provided regarding any relevant patient or procedural details, including pre-procedural femoral angiogram to assess suitability of closure. Additionally, no information was provided regarding the deployment of the mynx per IFU, or how it was assessed that there was an intravascular deployment.

Event description:
It was reported to the aci sales professional that mynx sealant was allegedly misdeployed intravascularly following a procedure where the device was used for femoral artery closure by a physician trained to the use of the mynx. There was no information provided regarding any relevant patient or procedural details, including pre-procedural femoral angiogram to assess suitability of closure. It was reported that right after mynx was used to close the femoral artery, there was some bleeding observed and a few extra minutes of manual compression were held. It was reported that the patient presented to the ER on (B)(6) 2010 with groin pain. Swelling in the groin was also noted at that time however an ultrasound and CT scan did not reveal any abnormalities (for groin related issues). No treatment was provided and patient was discharged home. Sometime later (exact timeframe unknown) a vascular surgeon familiar to the patient's case learned of the patient's visit to ER and requested to have the patient return for further testing. The patient was immediately sent to surgery where it was reported that thrombus from the profunda and sfa were removed. The thrombus was sent to pathology and the path report indicated a foreign material in the thrombus that was described as gelatinous and with a matrix structure. The procedure resolved the patient's symptoms with no further clinical sequela. No further information is available.